Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels for an unspecified period of time. During the time of call, the customer was not experiencing an elevated bg level. The customer confirmed a follow-up call would be made at a later time to discuss the reported event; however, no further information was provided. During a follow-up call on (B)(6) 2016, the customer declined to provide any further information on the reported event.